Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient received a total right shoulder replacement. In (B)(6) of that year the patient had open heart surgery. The shoulder never worked corr calypso from that point on. Patient reported that the shoulder replacement never healed properly and now requires a revision surgery. Patient is unable to raise his arm beyond straight out from body. Cannot hold anything more than 6 pounds.